Event description:
A customer reported that there was poor aspiration during a surgical procedure. The procedure was completed using the same equipment and accessories. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6). This report was mailed to FDA on: 06/20/2014. The manufacturer (B)(4).